Event description:
Per user facility medwatch form (B)(4), during a laparoscopy with lysis of adhesions procedure the doctor attempted to load the first clip and had tried it two or three times. The applier then began making grinding sounds when squeezing the hand grip. The clips would not close completely or would fall out of device. There was no patient consequence. Device is not available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(4).